Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) lead and right ventricular (rv) lead showed impedance issues in the ra lead channel. The ra and rv leads were explanted. The pacemaker remains in service. No information on lead return has been received. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) lead and right ventricular (rv) lead showed impedance issues in the ra lead channel. The ra and rv leads were explanted. The pacemaker remains in service. No information on lead return has been received. No additional adverse patient effects were reported. Additional information was received from the field representative mentioning that both original ra and rv leads were functioning normally. However, the patient had tricuspid regurgitation. The decision was made to explant the rv lead and put in a left bundle lead. This was accomplished with no issues. During closure, it was noted that the ra lead had a high impedance. This happened sometime during the case. That ra lead was then removed and a new one was implanted. No additional adverse patient effects were reported.